Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the ok button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/17/2016 with the following findings: the keypad was intact with no evidence of peeling or damage. All of the keypad buttons were responsive. There was no evidence of contamination on the keypad contacts..there was no evidence of internal moisture damage. The display screen was dim and discolored. The audio bolus button cover was torn, but the button was still responsive.